Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. Investigation was not able to confirm the complaint, as there were no issues with the product's functionality. The unit passed all functional testing requirements, except rotation of the locking device when the unit is not under pressure. When unit is properly set up and put under pressure, the unit does not slip. No wear observed on the starburst teeth. Complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neuro coordinator reported that on (B)(6) 2019, the a1059 mayfield modified skull clamp had slipped. A male patient was in skull pins and the mayfield skull clamp was locked in position. The patient started moving and the patient slipped out of the skull pins causing lacerations to the head. Additional information received on (B)(6) 2019 stated that the device was used in a posterior cervical fusion procedure. The patient was asleep, when he completely came out of the pins and his chin was resting on the bed with approximately a 4-inch laceration to the head. The patient had to be repositioned and the lacerations were stapled shut. There was a 15-minute delay due to repinning and repositioning of the patient. The product problem was discovered during the procedure when patient slipped out of the a1083 mayfield disposable adult skull pins. The action that was taken after the product problem occurred was that a whole new mayfield unit was used along with new pins.